Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Healthcare technician reports laser stopped during treatment, but was able to continue and complete case. System message, prior to laser stopping: no nitrogen. Case was reported to have continued by pressing ok and finished successfully w/o complications. One day post op info supplied shows 1 line decreased of bcva, and slight induced astigmatism.